Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP device's thermal event. The manufacturer received information alleging the power cord plug appears to be burnt and the device is not turning on. The user alleges the event occurred the week of october 16th, but the exact date is unknown. There was no serious patient harm or injury. The patient required no medical intervention. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.